Event description:
A malfunction on a pump was reported, which occurred after it was bumped into something. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump but to call back if the issue reappeared. The customer acknowledged and understood the instructions.